Event description:
When a donor is taking a self-administered questionnaire and is prompted for add'l info, if the donor navigates through the browser's history, and then uses the browser's "refresh" button, "page expired" displays and an invalid data can be saved in the database for the question. The donor completed the questionnaire and answered all the questions. However, when the questionnaire pdf was printed, the users noticed that the responses for two questions were blank.

Manufacturer narrative:
Device investigation: investigation has determined that this issue is the result of the donor using the browser back button or appropriate key stroke to navigate to a previous page from an add'l info page. The browser will load the browser expired page. Then the donor utilizes the refresh option to re-load the page which can cause data to be overwritten in the database. The application is expecting the donor to use the control buttons (next, previous, save, cancel, etc) provided with the application for navigation. The invalid response is only seen in the database, not the question summary page, and once the questionnaire is completed the entries in the database are save correctly. Further investigation reported that a client may use (B)(4)'s kiosk mode for their questionnaires. In kiosk mode, the navigation buttons are not displayed to the donor, however, the donor can still use shortcuts (i.e. Alt-left arrow for back, f5 for refresh, etc) to go back and refresh the page. On (B)(6) 2013, haemonetics software solutions submitted the following: part 806 report in connection with the field action of (B)(4). The dates below are from the 806 report (B)(6) 2013 - health risk assessment (hra) date of incident reported/discovered. First email complaint from customer. The info received from the customer was not enough to evaluate risk. On (B)(4) 2013, complaint assessed in product complaint review committee (pcrc). Determined it was a software bug not a complaint. On (B)(4) 2013 - email complaint from same customer that a server error occurred. Worked with the customer to obtain further info and did further investigation to try and recreate the issue. On (B)(4) 2013 - complaint assessed in pcrc. Determined it needed a risk assessment. On (B)(4) 2013 - hra was completed (B)(4) 2013 - hra signature for complete by. On (B)(4) 2013 - developed recall strategy and safety notification. On (B)(4) 2013 - safety notification and corrected software version sent out to all customers. On (B)(4) 2013 - obtained remaining hra signatures. The 806 e-filed and hardcopy sent via (B)(4). FDA response received on (B)(4) 2013. Recall #b-0008-2014.